Event description:
The pt's peritoneal dialyses registered nurse (pdrn) reported that pt expired due to a heart attack during dialysis treatment.

Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Based on the info provided, it is unk how the device may have caused or contributed to the event. A supplemental report will be submitted upon completion of the plant's investigation.